Event description:
Additional information received indicated that the lead will be explanted during a device change out procedure.

Event description:
Additional information received indicated that the lead was capped and replaced on (B)(6) 2016.

Event description:
It was reported that the patient received inappropriate therapy due to lead noise. The lead remains implanted and the patient will be monitored.